Event description:
It was reported that there was no sensing in bipolar mode. It was noted there was increased impedance and possible fracture. The lead changed to unipolar sensing/pacing. Lead has good sensing/impedance and threshold in unipolar, so physician decided to leave it alone for now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-45 lead implanted: (B)(6) 1998. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient experienced pain at device site and pocket stimulation from device changing itself to unipolar from bipolar after lead impedance fell. The polarity also changed due to loss of capture and high and increased thresholds. There was low pacing and high impedance, oversensing and noise. Fluoroscopy image shows possible crush of lead and degradation of insulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.